Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient has amyotrophic lateral sclerosis and had an "episode" in which her entire body locked up and could not move. The patient was taken to the hospital and was then dropped off the stretcher. Since the event, the patient has been experiencing a burning sensation at the pocket site and around her back. The burning sensation occurs when the stimulation is on or off. The bsn sales representative noticed the header of the ipg was poking up against the patient's skin. An x-ray was taken and it was determined that the ipg was at an angle. It is believed the ipg has tilted and is pulling at the pocket site, possibly causing the burning sensation. The patient underwent a successful pocket revision. A new pocket was made right above the old pocket site. The patient is receiving great stimulation and is reportedly doing well.